Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was unable to be confirmed as no device was returned and no images were provided to provide evidence of a device failure. Available information suggests severe calcification likely contributed to the event as complaint report from field clinical specialist reports that ''balloon burst on stj calcium.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra valve. As reported, during valve deployment, the balloon burst on stj calcium. The delivery system was removed without issue. There was no leak and the valve was functioning well. No post-dilation was performed and the patient was noted to be doing well. No bav was performed prior to valve deployment and no extra volume was added. No damage to other edwards devices other than the ruptured balloon. The patient was in stable condition with no known issues. The devices were disposed of after the case.